Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"Customer stated the item broke before".

Event description:
"Customer stated the item broke before".

Manufacturer narrative:
Analysis of the fiber revealed that the fiber was broken into two pieces. It was noted that the fiber did not break when tested on the bend radius test fixture. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at the break point in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. It is likely that the break occurred due to a mechanical force such as bending or coiling the fiber beyond the manufacturer recommended minimum bend radius (7mm) likely while setting up for a procedure. With successful evaluation testing, it can be assumed that it is very unlikely there were any manufacturing faults with the fiber. Dornier fibers are fragile and must be handled with utmost care by the user.